Event description:
The manufacturer was notified on june 29, 2006, that the following event is now a legal file. The patient underwent placement of a stage I interstim system as an outpatient in j2005. Shortly thereafter, she was found to be unresponsive. Autopsy report indicated the cause of death to be cardiomegaly and the manner of death to be natural.